Manufacturer narrative:
This device is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient heard tones coming from the implantable device. Additionally, the patient complained of muscle twitches and spasms. He lives out of town and is not able to come into the clinic for a follow up for about two weeks. In the meantime, a latitude remote monitor will be shipped to the patient. The clinic staff were advised that the patient should have his device checked more urgently if possible. At the patient's follow up visit, shock impedance was greater than 400 ohms. Device interrogation identified noise which was oversensed and resulted in inappropriate shocks the month prior. A flat electrogram (egm) with no sensing was observed and the patient was admitted to the hospital as secondary prevention and therapy was programmed off. X-ray confirmed the associated electrode had dislodged due to suspected twiddlers syndrome. An electrode revision was scheduled. Device interrogation prior to the procedure displayed a message that the battery was at end of life (eol) despite showing 94 percent remaining longevity last week. A charge time (CT) error was also noted. This device and the associated electrode were explanted and replaced. The device has been returned and product investigation is in progress. No additional adverse patient effects were reported.